Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The aneurysm was excluded and the pt tolerated the procedure. When the gore excluder aaa endoprosthesis trunk-ipsilateral leg component was advanced to its landing zone the physician had difficulty releasing the constraining pin. After two failed attempts, the physician used a q50 balloon to expand the device. When the balloon was deflated, the proximal end of the endograft recoiled to its original constrained position. The physician then used a coda balloon to balloon the proximal end of the endograft. This release the constraining mechanism; however, the device showed an eight mm compression at the proximal end. The physician then implanted a 10x38 icast stent in the proximal end of the trunk-ipilateral leg component and ballooned once more. The compression was resolved.